Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Initial reporter phone number: (B)(6).

Event description:
The customer reported the ventilator will not power on. The customer reported the device was in use, but there was no patient harm reported.

Manufacturer narrative:
Follow-up repair information per field service engineer (fse) the customer refused to pay for service repair for this unit. There's no service performed on this unit.